Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number is (B)(6).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.